Event description:
It was reported that a spectrum iq infusion pump indicated the error message of ¿system error 105 pic motor error" during esmolol delivery for patient with acute aortic dissection. During CT scan, the pump suddenly shut down and upon immediate restart, screen on pump indicated the error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "error code 105 pic motor error" was not reproduced. A review of the event history log revealed "system error 105" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the motor, bearings and gears which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.